Manufacturer narrative:
Other relevant device(s) are: product ID: 9735800, serial/lot #: none. Analysis revealed that the returned foot switch has a short and remains in the "on" position when connected to a known good system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection procedure. It was reported that during a case while the footswitch was plugged in, the footswitch in the software remained depressed. Pressing either did not change behavior. After several presses of the physical footswitch would it function as intended. Technical services (ts) suggested a reboot with the footswitch unplugged. The system acted normal at this point until the physical footswitch was reconnected. There was a delay of less than one hour. There was no reported impact on patient outcome.